Event description:
Every since the day I had essure done I have had nothing but problems. I wasn't given any medication before, during, or after the procedure to help with the pain caused by the essure. They had trouble placing my right coil so they had to use a second device to put into my right tube. I was in so much pain during the procedure that I almost told them to stop, but they kept assuring me that the pain was normal. I found out that my insurance wouldn't cover the dye test and I couldn't afford to pay for it so I never had it done. About two months after the procedure I noticed that they pain was not going away in my abdomen, and that my menstrual cycle became a living hell, with extreme cramping and heavy bleeding. I also noticed that I was losing hair like crazy, and gaining a lot of weight, I never related it to essure, so I went to the doctor to have my thyroid checked and everything came back normal, but I knew something was wrong. I was also having severe migraines that would occur at least 4 times or more a week. I went to the eye doctor to see if it was my vision, and they told me that I has pseudotumor cerebri, which basically means "fake tumor" and they sent me to a neurologist and from there many scans and tests and lots of money that I didn't have because at this time, I had no insurance. I had a MRI with and without contrast, I had an mrv with and without contrast. I had to have a spinal tap because my spinal pressure was almost 40, which is considered lethal, they drained spinal fluid to make my pressures go down. Then I was sent home, but had to go back a week later to get a blood patch because the migraines were worse after the spinal tap, and I had to stay laying down or it would feel like my head was going to explode. I was put on a couple medications that would help with my migraines and to help regulate my spinal pressures, but after a few months of taking them they were making my migraines worse, so I stopped taking them. Then I finally got the results back from my neurosurgeon saying that my mrv results showed that I had under developed veins in the right side of my skull. Then the depression hit and the suicidal thoughts raged through my head because I knew my body and I knew it wasn't under developed veins that was causing all my problems. Then I found the (B)(6), "essure problems" and started reading other women's stories and it felt like I was reading a story of my life. That's when I started following the real story to the devise, and got in contact with the ob/gyn that did my essure and low and behold, he is no longer practicing. So I called the ob/gyn that delivered my girls and he told me that I needed a hysterectomy as soon as possible. So I'm covering all my bases and trying to get insurance to have the essure removed. Hopefully it will happen soon, so I can get my life back.